Manufacturer narrative:
Concomitant medical product: dtpb2q1 crtd, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited no capture, high undefined pacing impedance, and a visible fracture near the left subclavian. The lead was cut, capped, and replaced. No patient complications have been reported as a result of this event.